Event description:
The pt was reportedly experiencing loss of sound and loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. A CT scan procedure has been scheduled and the pt is being monitored.